Manufacturer narrative:
Block d2b: product code - additional product code qon. Block g4: premarket / 510(k) # - additional premarket/510(k) p190006. Block h11: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device; however, response was not received. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort and infection were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported by the patient with this neurostimulator presented to clinic approximately three weeks postoperatively experiencing pain and incomplete healing of the surgical wound. Inspection of the wound noted tissue separation and a small amount of drainage but no odor or pus. The patient was treated with antibiotics for potential infection. It was noted that the patient had discomfort from the stimulation, and upon troubleshooting, the patient's stimulation was too high, causing pain. The patient had immediate relief once the stimulation was turned down. Approximately a week later the patient presented showing improvement at which time they were advised to return to the clinic if new symptoms or concerns arose. The patient later reported the wound had completed healed. No further patient complications were reported.

Event description:
It was reported by the patient with this neurostimulator presented to clinic approximately three weeks postoperatively experiencing pain and incomplete healing of the surgical wound. Inspection of the wound noted tissue separation and a small amount of drainage but no odor or pus. The patient was treated with antibiotics for potential infection. It was noted that the patient had discomfort from the stimulation, and upon troubleshooting, the patient's stimulation was too high, causing pain. The patient had immediate relief once the stimulation was turned down. Approximately a week later the patient presented showing improvement at which time they were advised to return to the clinic if new symptoms or concerns arose. The patient later reported the wound had completed healed. No further patient complications were reported.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006. This supplemental record is being submitted to add correction to coding (f10): 9151 - infection.

Event description:
It was reported that a patient with this neurostimulator had a wound at their implant site location that did not heal for six weeks postoperatively. The implant site location area was oozing fluid and was treated with antibiotics. The patient feels the device has never worked to help relieve their symptoms and has not followed up with the implanting physician. The patient does feel the wound at this time has healed; however, they wonder why the system is not effective for them. It was noted that the patient had discomfort from the stimulation, and upon troubleshooting, the patient's stimulation was too high, causing pain. The patient had immediate relief once the stimulation was turned down. The patient was prescribed medication to treat the wound infection. The patient is scheduled to follow up in a week with their representative to advise how their settings are working for them and reprogram if needed. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket/510(k) p190006.